Event description:
A report was received that patient experienced a spinal headache following the permanent implant procedure. The patient was treated with medication and a blood patch. The patient has recovered from the reported issue.